Manufacturer narrative:
The insulin pump was received with currents within specification and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Unit passed self-test. Unit passed unexpected restart error alarm test. No external ram crc error or unexpected restart alarm. Displayable history crc check failed error alarm was noted in alarm history screen due to corrupted history file. The insulin pump was programed with a bolus; the bolus was recorded properly on the history screen. No bolus anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed unexpected restart alarm and external ram error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.